Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The failure to alarm upstream occlusion was confirmed and was found to be caused by a tight pin dimension. A pusher was installed and the upstream sensor was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump did not alarm when the line was occluded during upstream occlusion preventive maintenance testing. It was also reported there was no pt involvement.